Event description:
It was reported through the results of a clinical trial that approximately two weeks post-endovascular arteriovenous fistula creation, the endovascular arteriovenous fistula was allegedly found to be not matured. It was further reported that approximately two months and five days post index procedure, the subject underwent second stage procedure of balloon assisted maturation to support cannulation of the arterialized vein segments. Furthermore, approximately six months and twenty four days post endovascular fistula creation procedure, the subject had an adverse event of cephalic vein stenosis. Reportedly, the adverse event was not related to study device and procedure but definitely related to the arteriovenous access circuit. Evidently, approximately one year, four months, and fourteen days after index procedure, the subject was expired and the cause of death was not provided.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.